Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that "during final tightening, the tip of the torque wrench broke off."